Event description:
Reportable based on device analysis completed on 28-mar-2022. It was reported the stent could not cross lesion. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 2.75 x 16 synergy ii drug-eluting stent were advanced for dilatation. However, during procedure, it was noted that the stent balloon expandable could not cross lesion. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.